Event description:
It was reported that the customer had a spot of ink on the display window. No additional information provided.

Manufacturer narrative:
Findings: missing segments/partial display due to cracked lcd zebra connector. Pump received with cracked display window corner, battery tube threads, reservoir tube lip, scratched lcd window. No bleeding found on lcd glass noted.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)